Event description:
On 09/18/2010, pt reported yrs ago she went to the emergency room with elevated blood glucose. Pt stated she was fighting the flu and could not get her blood glucose down. Pt reported she could not recall how long ago it was, but it had been years. Pt stated she was using the infusion device at the time. Pt reported her blood glucose was over 600 mg/dl at the time and she decided to go to the hospital. Pt stated her husband drove her to the hospital and she remained on the infusion device and then the hospital treated her by giving her an insulin drip to bring her blood glucose down. Pt stated she remained there overnight. Pt reported she has not changed the infusion adapter in a long time. Advised adapter needed to be changed every 10th cartridge change. Pt stated she had a new infusion adapter and would change it. Pt reported she began taking a new medication that made her urine a "foul yellow color". Product was replaced and requested return of the suspect product for eval.